Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot number combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device has not been received.

Event description:
The user facility reported that a component on the angio-seal device became stuck. Follow communication with the user facility reported: the physician could not get the anchor to come out of by-pass tube. Everything was removed, still contained within original configuration. The physician deployed a second angio-seal successfully, and hemostasis was achieved. It was reported that nothing visually remarkable was noted on first device prior to the attempted deployment. The patient was reported to be stable. The procedure was successful with the second 6 fr. Angio-seal vip device used.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date. The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Device is currently under investigation.

Manufacturer narrative:
This report is being submitted as follow up no. 4 to provide the codes. The codes were unable to be selected when follow up no. 3 report was submitted, the codes are now available and have been selected.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device evaluation. A 6fr angioseal vip used device was received for product evaluation. A gross visual analysis found that all components appeared to have remnants of dried body fluid on the device. Returned were two hemostatic hubs. One of the hubs was mated with the deployment sleeve and the angioseal carrier tube assembly. The second hub was mated with the arteriotomy locator. The deployment sleeve was in the rear lock position. It was also noted that the collagen and anchor were missing from the assembly along with the tamper tube. The suture appeared to have been cut with only the clear marker remaining at the distal end of the suture. The hemostatic sheath which was mated with the angioseal carrier tube assembly was removed and it was discovered that the bypass tube was inserted into the hemostatic valve. The collagen was not present in the bypass tube. The presence of the second hub is likely from the second angioseal that was opened and successfully used during the procedure. The clear marker on the suture was still present. The hubs were removed from the respective mated parts and examined. No anomalies were noted with either hub, the arteriotomy locator, or the angioseal carrier tube assembly. Slits were made in the carrier tube to determine if possibly the collagen was stuck in the tube. The collagen was not found within the dissected tube. A handwritten note was present on an angioseal patient guide stating "angioseal would not advance doctor states a "dent in device" second device worked". No dents were found on the returned components. Based on the information available, no conclusion could be drawn as to the cause of the physician's issues. The returned angioseal carrier tube assembly and hemostatic hub appeared to have been successfully deployed as evident by the absence of the collagen, anchor, and tamper tube along with the fact the distal end of the suture was cut leaving only the clear marker remaining. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.